Event description:
It was reported that livanova representative was directly informed of the passing of a patient. The death was noted to be sudden. No additional or relevant information has been received to date.

Event description:
Death form was received. It was reported that patient was found in their bed expired. Their diagnostics were seen to be okay. The believed relationship between the vns system and cause of death are not related. No true cause has yet been identified. An autopsy was not performed. Death certificate states the immediate cause of death to be a "sudden death".

Event description:
It was noted that the generator is unable to be returned as the patient had been buried with the generator implanted. No other relevant information has been received to date.